Event description:
Reportable based on device analysis completed on 15feb2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but during pullback, the screen went black. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed a detachment. Additional information was then received that the detachment occurred outside the patient before the procedure was ended.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached in the lapjoint section and not returned for analysis. There were also kinks in the imaging core assembly. In order to inspect for imaging core (ic) windup at the proximal end of the catheter. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 26.00 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing revealed an electrical open at proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. Which occurs post-use of the device and is not related to the original device failure.